Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported an unspecified higher sensor reading, and subsequently experienced a loss of consciousness on the night of (B)(6) 2021. The customer received unspecified treatment from a third-party, and paramedics were called. A scan reading of 80 mg/dl against paramedic meter result of 35 mg/dl, taken an unspecified amount of time apart, was reported. The customer was treated with glucose injection by paramedics for hypoglycemia. There was no report of death or permanent injury associated with this event.